Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The xience alpine everolimus eluting coronary stent system instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chance of dislodging the proximal stent. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight, sheath: 6 french, stent: 4.0 x 23 mm xience alpine. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The 4.0x23 xience alpine referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a coronary stenting procedure to treat target lesions in the right coronary artery (rca). Pre-dilatation was performed and a 4.0 x 23 mm xience alpine stent was implanted at the proximal rca. Post-dilatation was performed and a 3.5 x 23 mm xience alpine was implanted at the distal lesion, overlapping the first. Post-dilatation was performed. It was noted that the most distal portion of the lesion remained untreated. Additional post-dilatation was performed at the 4.0 x 23 mm xience alpine stent, to fully appose the stent as the vessel diameter was large at the proximal lesion. The 3.5 x 15 mm xience alpine stent was advanced, and resistance was noted advancing through the 4.0 x 23 mm xience alpine. The 3.5 x 15 mm xience alpine was removed and it was noted that the stent dislodged from the balloon. A snare device was able to pull the dislodged stent to the radial-ulnar artery bifurcation; however, the stent moved into the ulnar artery. A 1.5 x 15 mm non-abbott dilatation catheter was inflated at the dislodged stent was able to pull the stent to the radial artery, where it was retrieved with a snare device. There was no adverse patient effect and no clinically significant delay. Post procedure, the patient was doing well. No additional information was provided.